Event description:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No kinetic raw data could be provided for further investigation. The initial result of 14u/l could not be reproduced by customer's site. A specific root cause could not be identified. No adverse events were reported.

Event description:
The user received an creatinine kinase result of 14 u/l for one patient sample. This result was reported outside of the laboratory. The result was questioned and the sample was repeated. The repeat result was 3372 u/l with a data flag, and after manual dilution, the result was 33688 u/l. No adverse event has been alleged regarding this discrepancy. The creatinine kinase reagent lot number was 618506.